Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant elecsys hcg + beta test system result for 1 patient tested on a cobas 6000 e 601 module. The initial hcg + beta result was 100,000 miu/ml with 1:10 dilution and was accompanied by a data flag. The repeat result was 1390 miu/ml with a 1:50 dilution. On (B)(6) 2018 the sample was repeated and hcg + beta result was 100,000 miu/ml with 1:10 dilution and was accompanied by a data flag. The sample was repeated a fourth time and the result was 164,350 miu/ml with a 1:50 dilution. There was no allegation of an adverse event. There were erroneous results reported outside of the laboratory. The hcg + beta reagent lot number was 28429200 with an expiration date of 28-feb-2019. The sample probe, reagent probe, and sipper probes were found to be visually normal. Upon review of the acceptable alarm trace, calibration, qc, and precision check there was no indication of an issue. The investigation determined that the customer did not use the manufacturer's recommended dilution ratios. The investigation did not identify a product problem. The cause of the event could not be determined.